Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent total hip arthroplasty in 2006. Cup shell, modular head and hip stem were revised in 2008, due to pain.